Manufacturer narrative:
Trackwise complaint number: (B)(4) internal autonumber: (B)(4) this report is being submitted as the result of a retrospective review conducted in CAPA 584165. (B)(6) does not utilize getinge for service on their cs300¿s but they did report that the same balloon pump that relates to this event was continued for use on this patient. The hospital stall did not change the pump console. The bedside clinicians decided to continue to use the unit, and a new catheter and helium tubing were replaced. The balloon pump console was not taken to the customer's biomed department and a getinge sales rep, (B)(6) inspected the iab catheter and the helium tubing on the day of the event. Mr. (B)(6) said that as far as he could tell blood did not extend into the distal tip of the helium tubing (the tip that connects to the safety disk) and that the iabp console was safe for continued use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp), the intra-aortic balloon (iab) ruptured and blood was observed in the helium tube set, and the iab was removed and replaced. The customer stated that it was not clear if the unit alarmed. However, therapy continued with the same iabp. There was no patient harm, serious injury or adverse event reported.